Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg and occlusions were addressed by changing the infusion set and cartridge and resuming insulin delivery. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and was using lyumjev insulin. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and that lyumjev is off-label per the user guide.